Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "date of event, patient experienced dislocation post-op. It was uncertain if event was related to device and patient complained of "feeling of instability." The event was treated with closed reduction the following day. The patient was given an abduction brace on the same day, and the event was considered resolved as of 2009."